Event description:
It was reported that the ac main light is not illuminated. The reported problem is indicative of a power supply that will not allow the device to operate on ac power. The device will continue to function on battery power until the battery is depleted. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement power module. The replaced power module will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.